Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue. To fix the issue the stm replaced the helium reservoir, and then performed a full calibration, functional testing and safety checks to meet factory specifications. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer that the cardiosave intra-aortic balloon pump had a helium leak. No patient involvement or adverse event was reported.